Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg migrated and caused pain at the implant site. In turn, surigcal intervention was undertaken wherein the ipg pocket was widened and a new proclaim 5 ipg was implanted. Post-operatively, stimulation therapy was restored and the pain at the implant site resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.